Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that "the lead thread of the set screw was introduced into the mas head, the screw sheared and prevented advancement of the set screw into the screw head. Particles of metal sheared off resulting in metal shards in the patient. Surgeon had to spend a long time washing out the site to ensure no metal was left behind. This increased operating and anaesthetic time. One screw was a concern so the rods and set screws were removed to reposition the screw." The procedure was completed with no further issues. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.